Manufacturer narrative:
Unit alarmed motor error during rewind due to motor encoder signal out of phase.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during manual prime. The customer was able to rewind the insulin pump. The displacement test passed. The insulin pump alarmed motor error again after a 5.0 unit fixed prime. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.